Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the cardiac resynchronization therapy defibrillator (crt-d) ventricular fibrillation (vf) detections were turned on while the device was in the box. Due to the programming, the device began pacing with no leads resulting in battery voltage measurements being taken. Reprogramming was done to prevent the device from pacing and stopping the battery voltage measurements. The crt-d was eventually implanted and the battery voltage measurements began again. Due to the time gap between battery voltage measurements, the battery longevity status displayed a gray bar and the battery voltage measurement showed question marks. Due to the pacing before implant, the battery voltage measurement was drained, but recovered after the device was implanted. It was also reported that the battery voltage recovery was steeper than usual, however it was clarified that a routine battery conditioning change coincidentally occurred around the same time and the device seemed to be operating normally. The crt-d remains in use. No patient complications have been reported as a result of this event.